Event description:
The customer reported the device will intermittently display a red x requiring them to perform the opcheck to clear it. There was no report of patient involvement. The customer chose to replace the xl + device with an mrx device.

Manufacturer narrative:
(B)(4).